Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: during the investigation, the pump¿s delivered boluses were calculated for (B)(6) 2018. The delivered boluses on each day match correctly to the total daily dose bolus history. Investigators manually performed a 10-unit audio, and 10-unit normal bolus; both being accurately recorded in the bolus history and bolus tdd history, showing 20.0 units. No hypersensitive or stuck keys were observed on the keypad. Investigators were unable to duplicate the complaint of the pump¿s bolus totals calculating a greater than five percent discrepancy during this investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 393 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This level of blood glucose does not meet animas¿ criteria for a reportable adverse event; no adverse event is being reported in association with this complaint. The reporter alleged the pump¿s bolus totals do not match (>5% different). This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.